Event description:
The reporter indicated that eighteen days post-pacemaker implant, the pt had a fever. The fever persisted and the pt was admitted to the hosp where blood cultures were done for staph aureus. A temporary device has been inserted and a new system will be implanted later.